Event description:
In 2009 pt reported an e6 (mechanical error) displayed on her infusion device five days earlier while attempting a bolus. She stated she had been experiencing high blood glucose readings that she attributes to the mechanical issue. Educated pt about changing the battery cover with every fourth battery change. Pt reported when the electronic error first occurred, she removed the battery and walked through the change the cartridge process. She stated the e6 error returned two days later while priming after the change the cartridge process. She stated she changed the battery, walked through the change the cartridge process and attempted another prime. Pt reported the e6 (mechanical error) displayed again and she attempted to place the infusion device in run mode, but the e6 (mechanical error) displayed again. Pt reported the piston rod was about 3/4th of the way down toward the bottom of the cartridge compartment. Had her place a new alkaline battery in the infusion device and attempt to rewind the piston rod. While the infusion device screen displayed "returning piston rod", the piston rod did not return and no sound could be heard from the infusion device and eventually, the e10 (cartridge error) displayed. Pt reported her blood glucose returned to where they should be since going on the backup infusion device. Pt stated her de (diabetes educator) had recently made adjustments to her primary infusion device but her blood glucose remained elevated. Product was replaced and requested return of the suspect product for eval.